Event description:
A patient reported experiencing diabetic coma because patient's one touch meter was giving repeated "retest" and "not ok" messages. Patient has been reportedly unable to use the ot meter and had to use an old meter patient had. Customer service was unable to troubleshoot ot meter as not ok message kept appearing. Attempts to contact patient for additional information have been unsuccessful.